Event description:
It was reported that a patient underwent strabismus surgery on an unknown date and suture was used. The clinician opines that in the last 3 years he has experienced a progressive deterioration in the quality of suture thread. The patient experienced formation of granulomas related to conjunctival flaps. The surgeon also stated that when the thread gets wet it loses its homogeneity of weave. The procedure was completed successfully with no delay. Fragments were generated and removed easily without additional intervention. The patient underwent a revision procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. The surgeon informs that he has been using a steroid antibiotic combination with the drug dexamethasone administered ocularly for many years post-operatively. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. A reoperation was carried out to remove the granuloma and consequently the suture thread. If product was removed: what was the appearance of the suture during the removal? The surgical suture was covered by the granulome and fragments of frayed suture were sometimes present if re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Yes. Was the suture trimmed in physician¿s office? Yes. Was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? Yes. Do you have any photos available for visual analysis? No. Please provide the lot number: not available. If fragments truly were generated, please provide more details. The fragments involve frayed pieces of suture thread. They were removed easily. No further details available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Can any representative samples be returned for evaluation? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If you have additional information for patient 2-patient 12, please provide that also.